Event description:
It was reported that during a laparoscopic colon resection, that while using the 5 mm yellow port trocars one of the disposable valves broke in half and fell inside the patient. The other part was found inside the shaft of the cannula. They were able to retrieve the piece that was inside the patient and remove it. It is believed that an x-ray following the procedure was carried out to ensure that no other pieces were inside the patient that would result in injury. No additional post operative care was necessary.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.